Event description:
CT scanner failed during a bolus IV injection of omnipaque 350 100ml. One quarter of the exam was scanned before equipment failure occurred. Exam is incomplete. Radiologist on site was briefed.ge replaced the interface to the scanner and the keyboard hardware, they were unable to duplicate the error.